Event description:
It was reported that a patient had fallen from a height and follow-up examination found that the screw had fractured. A procedure was performed to remove the screw. As surgical intervention occurred an MDR is being filed to document this event.